Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported adverse impact to the customer¿s blood glucose level. Cts assisted the customer in troubleshooting the pump, advising on finger placement for button pressing, and eventually removed the pump from its case. Despite continued difficulty, the button was deemed extremely challenging to press even after attempts at corrective action. The customer continued to use the pump for insulin therapy.